Event description:
Event description cpi received information that this patient with an implantable cardioverter defibrillator (ICD),two large patch leads and two rate sensing leads was admitted to the ER(emergency room) due to 'unsuccessful defibrillation effort by the device'. An invasive procedure was performed and the physician elected to replace all devices because the two large patch leads were 'compromised and not functioning properly'. Implanted-01/22/93. Removed from service-07/16/96. Implant months-41.8.